Manufacturer narrative:
A ge representative evaluated the system and replaced the foot pedal. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system would intermittently continue to produce x-rays after releasing the foot pedal. No patient injury was reported.